Event description:
A gliderite rigid stylet handle broke off during introduction into an endotracheal tube; the customer stated that no unusual force was applied to the stylet, and also suggested that there may have been some prior visible with inspection. No adverse consequence to the pt was reported.

Manufacturer narrative:
Device eval summary: an inspection confirmed that the handle had broken off, with shiny surfaces at the break, and a longitudinal crack along the handle. It appeared the part had failed due to tensile fatigue. It is possible the material had been degraded due to heat exposure in the sterilization process and/or exposure to uv light, which would contribute to the material becoming brittle. The hosp reported using an approved autoclave cycle for sterilization of the product. The device had been manufactured three years prior to the break, with an unk number of repeated sterilization over that time. The mfg records did not show any abnormalities during manufacture of the stylet plastic handle. Complaints of this nature will continue to be tracked and investigated to more conclusively determine the cause. Repeated requests have been made to the facility for add'l info, with no response.